Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system will not turn on. There was a issue with geometry pc and also the chameleon power supply causing fuse to blow. The fse replaced the fuse and the geometry pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system will not turn on. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and identified an issue with the geometry pc. The geometry pc was replaced by the fse and the system was returned to use in good working order.